Event description:
The trilock shaft was inserted into the body. The surgeon noticed that the size was not 100% correct, so he took the shaft away which went out of the body very easily. As the surgeon had taken the shaft away he noticed that a part of the gription coating has been released. As the shaft was easily taken away of the body, the gription coating must have been not solid attached.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The as400 lot traceability by product lot shows 5 other units of the reported product / lot combination have been delivered / billed to end customers and presumed implanted. The investigation concluded the gription coating near the delaminated region appears to be normal. However, nearby this region there exhibits bone embedded into the gription coating, suggesting that the stem was pushed into the femoral canal with certain amount of force, which could lead to the gription beads delaminated due to mechanical overstress. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.